Event description:
A customer reported a continuous glucose monitor (cgm) error labeled as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided additional instructions to reset the pump, which resolved the issue as the customer successfully started their sensor session again.